Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The rfd was evaluated by a ssu technician and the issue could not be duplicated. The unit was tested to factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2012 at the (B)(6) hospital (B)(6) the nurses reported that during a perfusion procedure the patient was showing signs of oxygen de-saturation and the rotaflow drive unit (rfd) serial number (B)(4) showed 3800 rpm on the display but the lpm/blood flow was 0. The emergency hand crank was started and the rotaflow was shut down to 0 rpm and when reinitialized to 3700 rpm the flow/ lpm returned to 4.9 to 5.0 lpm. The rfd was swapped out with another to complete the procedure. This event occured on one more occasion and that is being submitted in separate medwatch report (8010762-2015-00033). (B)(4).